Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the radial artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician felt resistance while attempting to advance the cat6 into a non-penumbra sheath and consequently, the tip of the cat6 was "crushed" indicating that it was kinked at the hub of the sheath. Therefore, the cat6 was removed and the procedure was completed using a new sheath and a new cat6. There was no report of an adverse effect to the patient.